Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The company representative reported, the customer¿s spouse was filling the customer¿s insulin pump with medication on (B)(6) 2017. She was able to fill the tube but was unable to insert into the insulin pump. The customer¿s spouse was contacted on (B)(6) 2017 via phone call; she then reported that emergency medical services came to the customer¿s home due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl. Customer blood glucose had dropped as customer would not eat and his blood glucose dropped. Emergency medical services treated at the scene and brought up the customer¿s blood glucose to 150 mg/dl. The customer was wearing the insulin pump during the low blood glucose event. The insulin pump will not be returned for analysis.